Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing an occlusion. Customer reported of not being able to get insulin into infusion set when pressing on plunger. Customer's blood glucose was unknown. Customer was advised that products would be replaced.